Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2015 during which the surgeon noted ¿the mesh was so covered with scar tissue from the omentum that the anchoring sutures were not able to be identified and a portion of the mesh was only loosely adherent to the abdominal wall.¿ it was reported that the patient experienced severe pain, loss of appetite, nausea, and extreme weight loss. No additional information is provided.